Manufacturer narrative:
No device will be returned per customer. The customer complaint could not be confirmed because the device was not returned for failure investigation. The root cause of this failure was not identified.

Event description:
The customer reported that a critical care trauma patient was on multiple infusions for sedation and blood pressure. His icp was elevated and staff was having a very difficult time managing his blood pressure. Nicardipine was infusing at the maximum rate of 75ml/hr from 200 ml bottles. This required approximately 20 container changes over a 24 hour period. Each time an infusion ended the rate would drop to the kvo rate and if the nurse wasn't at the bedside the patient's blood pressure would spike. Propofol was also infusing and the 100 ml bottles needed to be changed frequently, resulting in similar drops to the kvo rate when the programmed infusions completed. It was reported that staff therefore was unable to adequately manage the blood pressure and the level of sedation and high icp's. The patient's status continued to decline and he was eventually taken to the operating room for an emergent craniotomy and bone flap removal. Due to concerns about the drop to the kvo rate the infusions were changed to other drugs at rates below 20ml/hr (versed instead of propofol and precedex). At the time of the report the patient was still in a coma and it was unknown and difficult to determine the effect from the fluctuating blood pressures vs. The patient's underlying condition.